Event description:
It was reported that during a robot prostatectomy procedure, the assistant was stapling the dorsal venous complex and the stapler would not fire. A white reload was used. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the device was received with the clamping and firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding.